Event description:
Further follow up identified the infection has resolved and the PICC line has been removed.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced infection at the ipg site. Consequently, the scs system was explanted, cultures were taken and the patient was treated with medication. The patient was released from hospital on (B)(6) 2016 with a PICC line.